Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 8021545.

Event description:
On 09-mar-2026, it was reported that the patient faced issue with infusion set fell off during use, infusion set was in use for few hours.